Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available at this time.

Manufacturer narrative:
H11 additional information received confirmed that this lead was not implanted at the time the patient deceased. The patients date of death was confirmed to be post the lead explant date which was (B)(4)2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received confirmed that this lead was not implanted at the time the patient deceased. The patients date of death was confirmed to be post the lead explant date which was (B)(6) 2013.